Event description:
It was reported that during an esophageal stenting treatment procedure, the stent would not deploy. The procedure had been postponed for a week for unspecified reasons. The very tortuous target lesion was in the esophagus. The physician encountered difficulty in advancing an unspecified type of 0.035 inch guide wire through the stomach due to the stomach's unspecified "deformation". The physician dilated an unspecified esophageal stricture with an unspecified balloon and the guide wire was able to be advanced to the duodenum with an unspecified type of scope. The physician found it "very difficult" to advance the scope into the duodenum. A esophageal stent had been advanced to the target lesion; however, the physician encountered difficulty in pulling the suture and deploying the stent. The physician repositioned the stent and made a second attempt to deploy the stent, which was also unsuccessful. The procedure had taken longer than the physician intended, so the physician removed the whole system from the patient and the procedure was aborted. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.